Event description:
While transferring resident from bed to chair the sling unlatched from the maxilift causing resident to fall to the floor. Personal injuries were redness and swelling of face and possible fracture of right leg.